Event description:
The facility rep reported an infusion pump that beeps one time and the display flashes on then off and then the pump shuts itself off during biomed testing. It is unk when the event occurred. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval, or if any add'l info becomes available.